Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Fax: (B)(6). The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma- late, and granuloma.

Event description:
Healthcare professional reported "rupture, silicone granuloma, silicone granuloma of the internal mammary lymph nodes, late seroma, fluid accumulation, skin recurrence and cartilage and rippling, internal thoracic lymph nodes, and folds". This record is for the unknown side. The device has been explanted.